Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer will continue to use pump for insulin delivery. Customer¿s blood glucose level was 182 -254 mg/dl.